Event description:
It was reported by service report that the tracks were damage and coming off the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initial reported that the customer repaired the unit, however, the investigation found that the customer declined repairs and indicated they would be removing the unit from service.

Event description:
It was reported by service report that the tracks were damage and coming off the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.